Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The sample was not returned for evaluation; therefore, a device analysis could not be performed.

Event description:
It was reported that a large volume infusor had leaked from the fill port, during filling. The device was being filled with fluorouracil. There was no patient involvement. Additional information was requested and is not available.